Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced display anomaly. Customer reported that display screen was broken and pixels were missing. Customer's blood glucose was 140 mg/dl. Customer changed battery and issue was not resolved, customer was advised that insulin pump would need to be replaced .

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The pump passed the displacement, self test and unexpected restart tests. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was tested with no missing segments/partial display noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.